Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during glaucoma shunt implantation the microstent might be placed in iris root instead of schlemm's canal. There was no reduction in intraocular pressure (iop). There had been no risk of damage to the eye resulting from this. The surgeon would most likely explant the microstent. As per the surgeon opinion medication was used to control iop post operatively. Additional information was requested and received. The surgeon saw the patient again and together with the patient, decided not to explant the microstent due to medical reasons.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, the healthcare professional (hcp) has now gained more experience with the microstent on other patients and was able to reduce his uncertainty in this case as well. The patient had fluctuations in pressure before and after the procedure, so it was sometimes difficult to make a judgement. Eye drop was required to control the iop post-operation for short term. However, there was no relation of iop fluctuations with the microstent surgery, because these pressure fluctuations were already present in the patient before surgery. There was no evidence of faulty implantation, therefore, the stent was not explanted.